Event description:
The customer reported that the system was getting a ma sensor failed error message.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the main system batteries. He tested the system by taking numerous fluoro shots. The system operates as intended.